Manufacturer narrative:
The device was not returned to mmdg for evaluation. Because the device was not returned to mmdg no investigation was able to be performed. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter reported that the pump failed the 40 psi test, which is used to check for potential free flow during testing. The initial reporter did indicate that this occurred during testing, and therefore, did not affect a patient. (B)(4).